Event description:
It was reported that the burr became stuck in the lesion. The severely stenosed target lesion was located in the severely calcified left main artery, left anterior descending artery, and left circumflex artery. A 1.25mm rotalink burr was selected for use. During the procedure, it was noted that the burr became stuck after reaching the lesion and was unable to rotate. The device was simply pulled out from the patient. A new 1.25mm burr and 1.5mm burr were used successively, and the procedure was completed. No complications were reported, and the patient was stable post procedure.